Event description:
During a bipolar hip surgery, it was reported that the implanted components exhibited macromotion between the bipolar insert and the bipolar head. The component were removed and new components were implanted. The new components exhibited the same macromotion. Removal was not performed and the surgery was completed. Surgery was performed in taiwan.

Manufacturer narrative:
Final report concerning eval for other affected units and distribution of same: us med products feels assured that no add'l units from this lot have incorrect assembly. Co would suspect that any such condition would be immediately detected during surgial procedures. (See attached) co feels assured that this is an isolated incident. Historically, no other reports concerning this specific complaint have been rec'd. Co will continue to follow the original affected pt through info feedback of our taiwan dist. This summary will constitute the final report. Summary of us med products lot #420026 product recall: a formal voluntary product recall was initiated by us med produts for lot #430026. Proper notification to the FDA was performed, assigned as z-858-7, and has since been concluded and the file closed. All required authorities in europe were notified of the product recall. Affected dists in europe, taiwan, and domestic were notified. A request to send applicable inventory units to usmp for eval was made. A request to supply surgeon/pt info for any applicable implanted units was made. All outstnading units from this lot have been recalled, rec'd by us med products and evaluated for incorrect assembly. No add'l units were found to have incorrect assembly. All units were reprocessed (from attached history and previously reported history). Reconciliation of all implanted units showed the following: 2 units domestic implantation determined to have correct assembly (see attached) 4 units implanted in italy. No indication of incorrect assembly. Product recall: eval of product returned from amplimedical. Three units from bipolar head lot #420026 were returned by amplimedical to usmp. These units were rec'd on 8/07/97 per rga 9718302. The units were opened, and an inspection was performed for the assembled condition. As opened, the units were found to be assembled correctly. These units will be repackaged and reprocessed as lot #420026b.